Manufacturer narrative:
Product evaluation: the used cartridge complaint sample was not returned. A video was provided. The cartridge preparation was not shown. Viscoelastic amount could not be determined. The lens was loaded with narrow tip forceps. A different set of forceps were used to advance the lens in the cartridge. The lens is behind the parting line. The cartridge tip was inserted into the incision. The lens was rapidly advanced from behind the parting line into the eye. As the lens advances, the trailing optic edge folds around the plunger tip. After the lens is delivered, there appears to be damage at the optic edge from the plunger. After the lens unfolds, a strip of material can be observed on the right side of the posterior surface. The material was in a direct line from the optic edge damage. The material was removed with the I/a tip. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. The associated lens model/diopter indicated is qualified for use with the cartridge. A non-qualified handpiece/viscoelastic combination was indicated. Root cause: the root cause for the reported foreign material could not be determined. The used cartridge was not returned. No determination can be made without physical evaluation of the complaint sample. The provided video was reviewed. A strip of material was observed on the posterior surface, which appeared to be in correlation to the observed edge damage. The edge damage appeared to have been caused by a plunger override. Based on the review of the provided video, the observed material may have been internal coating material from the cartridge. A non-qualified handpiece/viscoelastic combination was indicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a foreign material was found to be adhered to the backside of the intraocular lens (iol) after implanting; this was noted in three cases. The foreign material was able to be removed by aspirating with the irrigation and aspiration. The surgery was completed and the lenses remain implanted. There are multiple reports for this event, this represents the cartridge for patient (B)(6) and additional reports will be filed.